Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue mainbody of a peritoneal dialysis (pd) transfer set was cracked. This issue was identified during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, four (4) photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that the mainbody and occluder feet were damaged and broken. It was also noted that there was a substance around the bottom of the mainbody. The reported condition was verified. The cause of the condition could not be determined; however, the damage (cracked/broken) sets were consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes or cleaning agents that damage the transfer set materials. One (1) companion sample was received. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.